Event description:
It was reported the insulin pump alarmed no delivery during manual prime. Customer's blood glucose was in the 90 mg/dl range. Customer's educator stated they primed three times. Troubleshooting was initiated but when trainer got upset. Stated she had all ready manually pushed insulin through the tubing. Call was disconnected. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.